Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Inspection of the returned device revealed that a posterior cuff miss occurred during needle deployment as evidenced by undisturbed posterior cuff tabs. The posterior cuff miss would have resulted in a failure to retrieve the suture from the device during the plunger retraction. As such, the suture could not be connected with the link via posterior cuff-to-needle tip engagement and could appear very similar to the report that both sutures were found cut/separated in the middle. Because the suture was returned intact, the reported information that the suture was found cut/separated during the plunger retraction could not be confirmed. Based on visual and functional analysis of the returned device, the probable cause for the posterior cuff miss was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide, with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, when the plunger was removed, both sutures were found cut in the middle. Manual arterial compression was applied for thirty minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The sutures were separated in the middle.